Event description:
Information was received from a consumer. It was reported that there was a batch of pumps that were having problems with the mechanic parts. There were no further complications reported.